Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n259471, implanted: (B)(6) 2010, product type: accessory. Product ID 3 708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) had been dead for six months and it needed a restart. The patient was going to follow-up with their health care professional (hcp). This was the patient's third overdischarge and she was not sure that her ins could be brought back. There were no reported symptoms. This occurred in (B)(6) of 2015. The indication-for-use (IFU) was other chronic/intract pain (trunk/limbs). No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.